Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it was discarded. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was fractured during procedure while using mallet on the back of the inserter to put in the trail femur. Attempts to obtain additional information have been made; however, no more is available.